Event description:
It was reported that the patient experienced a loss of therapeutic effect. The stimulation level dropped about 0.5 volts. This has happened 3 times since the patient was implanted. The patient was at the clinic in good condition. Further information is being requested from the hcp.